Manufacturer narrative:
The device was received with no physical damage observed. The unit did not send a signal to activate the light at the nurse call test fixture each time weight was removed from the sensor pad due to a faulty transistor. Being that the unit is more than three years old, it is likely the cause is expected normal wear and tear. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The instructions for use state if the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, or if the chair belt sensor is unfastened. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. (B)(4).

Event description:
Customer reported once plugged in no signal at all. The date the issue was discovered is unknown and no patient incident or injury was reported.